Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke cls was not returned to saluda. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result".

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested explant due to inadequate pain relief. The patient declined troubleshooting. The patient had been implanted for 9 months and has previously reported adequate pain relief; however, the physician noted that the patient has other health and psychiatric issues that contributed to the request for explantation. At the patient¿s request, the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.